Event description:
It was reported that during routine removal of the catheter, the tip portion of the catheter was noted to be missing. The pt was taken to operating room for removal of the catheter tip. There were no pt complications.